Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). It was indicated that the device is returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (model pcb00 +22.5 diopter) was stuck between the rod of the injector and the cartridge, when entering the patient's operative eye. Reportedly, the surgeon was not able to move the rod back and he had to cut the haptic instead. With the use of the forceps the lens was removed from the eye and a new iol was implanted as a replacement. No patient injury was reported. The device was discarded by the customer. No further information was provided.